Event description:
The customer reported that during pt transport, there was an intermittent issue with the therapy cables. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.